Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. Visual inspection noted an electrocautery mark on the can, which can possibly inhibit pacing output. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to pace during a normal device change out procedure. The device was explanted and replaced. The patient was stable post procedure.